Manufacturer narrative:
Follow-up submitted with investigation results.

Event description:
It was reported by repair work order that the brakes would not remain engaged due to a broken caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the brakes would not remain engaged due to a caster intermittently locking up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.